Event description:
A patient reported that she is having multiple symptoms from a shoulder procedure performed sometime in late (B)(6) 2014 using a mitek lupine br anchor. The following symptoms were reportedly being experienced by the patient; severe sharp pain, burning sensation, itching deep in the joint, allergies which she has are much worse than normal. The allergies she mentioned are mass cell activation disorder and ehlers danlos tissue disorder. The patient reported that most of the pain in the last month has been since her sling was removed. No x-rays have been taken since she has been in pain due to an hour long travel distance for the patient. The patient stated that it was the third time she has had the shoulder operated on, no details were given for her prior surgeries. She also stated she had a cervical fusion procedure in her neck in 2010, with placement of a metal plate that had to be removed due to a reaction. Once the plate was removed everything was fine. The patient wanted to know what the anchor was made of, and was told that she should consult with her doctor.

Manufacturer narrative:
The complaint device is not being returned; it is implanted in the patient and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. However, a possible root cause could be from the patient¿s reported preexisting medical conditions; mass cell activation disorder and ehlers danlos tissue disorder. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.